Event description:
The pt was implanted with a left ventricular assist device (lvad). The circulatory support program coordinator reported that the pt charged the batteries overnight, went into the basement to get laundry and the batteries failed. The pt claimed that he alarmed and didn't have power to his lvad and nearly passed out. A warranty replacement set of batteries was shipped overnight to the pt at the time of the event.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues reported. The batteries were returned to the manufacturer and are currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further info is available at this time. Additional lot# mj2250.